Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The reported patient effect of vascular dissection is listed in the percutaneous transluminal angioplasty (pta), armada 35/armada 35 ll, instruction for use as a known potential adverse event associated with the use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that this was a procedure performed to treat a target lesion in the proximal right superficial femoral artery. During the procedure, a dissection was caused by the 6.0x200 mm armada 35 ll balloon dilatation catheter. The dissection was treated with a stent during the same procedure. The condition resolved with no adverse sequelae. No additional information was provided.